Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with a user facility rep(s). "During testing [name removed] says that vent did not fill test lung." The following description of the event was copied from a maude event report received by carefusion from the FDA on (B)(6) 2015. "Volun 20-sep-2014: ventilator was not delivering the oxygen flow. Pt placed on a new ventilator." The following is a summary of an email received from the maude initial reporter. On (B)(6) 2015, the user facility reported that maude report# mw5038346 involved two vela ventilators with serial numbers (B)(4). In addition, it was reported that the pt is still at their facility as an inpatient.

Manufacturer narrative:
The user facility did not submit a user facility report to the MFR. Event codes were derived based on info provided by the user facility and info contained on the maude event report received from the FDA. (B)(4). The carefusion field service rep evaluated the device and found no issues related to the reported event. However, the unit was found to have fio2 off by 9%. The carefusion field service rep ran the fio2 calibration prior to running device through a complete operational checkout per the service manual to ensure the device meets factory specs. Upon completion the device was released back to the customer ready to be placed back into service. The MFR medwatch report for vela serial number (B)(4) will be submitted on carefusion medwatch report# 2021710-2015-00593.